Event description:
The user facility reported that the device was broken during a procedure. Upon inspection at the manufacturer, the technician noted that the device had a fractured foot. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
The user facility reported that the device was broken during a procedure. Upon inspection at the manufacturer, the technician noted that the device had a fractured foot. There was no patient impact, no delay, no medical intervention, and no adverse consequences.